Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03734. It was reported that the atrial and ventricular lead thresholds had increased since initial implant. Upon fluoroscopy it was observed that both the leads had become dislocated from original placement. The leads were repositioned on (B)(6) 2020. The patient was stable.